Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd¿ phaseal optima injector had flow rate issues. The following information was provided by the initial reporter: "...the delivered flow rate of the medication was limited...".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd¿ phaseal optima injector had flow rate issues. The following information was provided by the initial reporter: "...the delivered flow rate of the medication was limited...".

Manufacturer narrative:
H6: investigation summary no physical samples were provided to our quality team for investigation. One photo which displays the manner is which the IV was set up was provided. Based on the visual evaluation of the photo, no issues can be observed with the device or how the device functioned. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a failure or a root cause at this time.

Event description:
It was reported unspecified bd¿ phaseal optima injector had flow rate issues. The following information was provided by the initial reporter: "...the delivered flow rate of the medication was limited..."